Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The procedure treated the 80% stenosed target lesion located in the left anterior descending artery. A non-bsc guide wire was positioned and pre-dilation was performed. Next a 3.0x8.0mm veriflex stent was advanced for treatment but " the stent delivery system (sds) was caught on the toughy or something going into the body". The physician pushed and met resistance and the shaft broke into 2 pieces. "The sds was removed without needing a snare because the sds was only partially introduced". The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Update: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by manufacturer:the device was received in two sections as a result of a break in the hypotube. The break was located at approximately 620mm distal to the strain relief. The hypoube was kinked at several locations along its length. No issues were noted with the profiles of the crimped stent, balloon and tip. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The procedure treated the 80% stenosed target lesion located in the left anterior descending artery. A non-bsc guide wire was positioned and pre-dilation was performed. Next a 3.0x8.0mm veriflex stent was advanced for treatment but "the stent delivery system (sds) was caught on the tuohy or something going into the body." The physician pushed and met resistance and the shaft broke into 2 pieces. "The sds was removed without needing a snare because the sds was only partially introduced." The procedure was completed with another of the same device. No patient complications were reported.